Event description:
Reportedly, during pt use, "sustained" and "paw low" alarms occurred and the ventilator stopped delivering breaths. The pt was manually ventilated and transferred to another unit. It was also reported that there was a "control up failed" error. There were no reported adverse pt effects.

Manufacturer narrative:
Though requested, pt info was not provided.